Event description:
Ring spun out half way during procedure. Surgeon was able to put ring back in place. Plate and ring left implanted. Patient outcome: no adverse effect reported as a result of this event.